Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), failure mode and effects analysis (fmea), and system risk analysis (sra). The DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted. The fmea revealed the risk priority number (rpn) is at an acceptable level. The sra shows the risk for exposure to toxic or corrosive material to be "low." The catalytic converter was returned and tested. The catalytic converter exhibited no mist. The reason for return of the catalytic converter was not confirmed. The oil mist filter was returned and tested. The oil mist filter exhibited no smoke (haze) during pump down. The reason for return of the oil mist filter was not confirmed. The likely assignable cause of the haze/mist/vapor issue is the catalytic converter and the oil mist filter, although return testing could not confirm or duplicate the reported issue. A definitive cause could not be determined. The field service engineer replaced these parts and confirmed the sterrad® 100s was restored to proper function after service. The reported issue was resolved at the customer facility. The issue will be tracked and trended.

Manufacturer narrative:
A field service engineer was dispatched to customer site. The vacuum pump oil, catalytic decomp filter, and oil mist filter were replaced to resolve the haze/mist/vapor issue. Unit meets specifications and was returned to service on 02/05/2016. Conclusion: conclusion not yet available-evaluation in progress.

Event description:
A customer reported an event of "smoke" (haze) emitting from the sterrad® 100s sterilizer. There was no report of any injuries or human reactions. The customer turned the unit off and vacated the area. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.